Manufacturer narrative:
The insulin pump alarmed during the prime test due to a protruded and loose drive support disk. The insulin pump was received with minor scratches on the display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a prime rewind alarm on her insulin pump . The customer's blood glucose level was 276 mg/dl. While troubleshooting, the customer reported that the drive support cap appeared normal. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.